Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after 5 hours set up, the residual amount of water in the cuff was 1ml. After 3 hours upon replacing the device, the residual amount of water in the cuff was 1ml. There was no medical intervention required. There was unknown patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
D9 - date returned to mfg: 11-aprl-2025. H3: three used products were returned for evaluation. Visual inspection found that one of the devices appeared not to be decontaminated and was covered in biological products including dried blood mixed with other biological contaminants. The tube was significantly discolored and there was a hole in the cuff. The other two devices did not have any leaks. Based on the contaminant and amount of biological build up on the device that leaked, it can be surmised that the device was in use far longer than recommended per ifu0000839 section 2.0 as a temporary device. The age of the device at the time of submission suggests this device was used beyond its lifespan as well. The defect is observed but cannot be attributed to the manufacturing process.